Event description:
As reported, during laparoscopic inguinal hernia repair procedure the sorbafix enhanced fixation device fastener failed to fixate the 3dmax light mesh. It was reported that the deployed loose fasteners were removed from patient's body and a bent was noticed at the tip of the device. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate. The loose fasteners were removed from patient's body. Two loose fasteners were returned with the sample. Functional testing of the returned sample could not be performed due to all 15 fasteners having been deployed from the device as received. Sample evaluation is inconclusive as to why the device may failed to fixate as reported. No bent components were identified. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2023. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.